Event description:
It was reported that the patient experienced skin irritation described as "raised pus filled bumps and discomfort. It was further reported that while answering a customer experience survey that the patient "ended up breaking out and it was very itchy, I was allergic to the sensor." The patient discontinued monitoring. It is unknown if the sensor was replaced. No further patient complications have been reported as a result of this event.